Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as ¿peritoneal inflammation¿. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified drug infusion (dose, treatment, and route were not reported). It was reported that pd therapy was ongoing during the drug treatment. On unreported dates, pd therapy was withdrawn (no further detail) and the patient was recovered from the peritonitis. No additional information is available.